Manufacturer narrative:
Batch review performed on 22 february 2019. Lot 140245: (B)(4) items manufactured and released on 07 april 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director hip revision surgery occurred 4 years and 8 months after cementless total hip arthroplasty in a (B)(6) year old man. According to the report, patient was affected by osteoporosis. Radiographic image provided shows the presence of radiolucent lines in gruen zones 1 and 2, and the bone shows signs of anomaly, etiology unknown. Aseptic loosening is a possible literature described adverse event after cementless hip replacements. Poor bone quality and osteoporosis may have favoured the stem mobilization. However, the reason of this event cannot be determined. Preliminary investigation performed by r&d product manager femoral stem shows hydroxyapatite layer completely absorbed during in situ time. It is not possible to determine an implant-related failure root cause.

Event description:
About 4 years and half after primary the surgeon revised the patient hip for stem loosening. Stem swap. The surgery was completed successfully.